Manufacturer narrative:
The date of event is exact.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that the patient's lead was removed.